Event description:
It was reported that the ilet displayed recurrent alert codes 57 (software runtime error), 59 (state error), and 69 (algorithm data parity check), prompting coordination for device replacement and return of the original unit after the user was advised to sync data to the mobile app and shut down the device before shipment. Symptoms included no reported adverse physiological effects. Outcomes included replacement of the ilet and successful receipt of the returned unit. Investigation included review of device-reported alerts and collection of device data for analysis. Investigation of this case revealed software-related malfunction consistent with runtime and state errors and an algorithm data integrity fault, indicating a potential software or data handling issue within the ilet controller. It was concluded that the cause was a device software malfunction leading to algorithm data error.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.